Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the event was that the ins was tilted and implanted too deep. There was a pocket revision on (B)(6) 2019 and now the ins was fine. The ins can charge.

Manufacturer narrative:
Report source: nl. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient was scheduled to have their ins repositioned because it was tilted. It was noted that the ins had been tilted for a few weeks. No further complications were reported or anticipated. Additional information received from the manufacturing representative reported that the patient could not charge the implantable neurostimulator (ins) with the recharger. The issue was resolved by a pocket revision on (B)(6) 2019.

Manufacturer narrative:
The information reported was previously reported in regulatory report number 3007566237-2019-01091. If any additional information is received pertaining to the event it will be reported as a supplemental report in the current regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had problems with recharging their ins. The ins was implanted a week prior and has had trouble recharging since the beginning. The recharger had difficulties with finding the ins and the coupling was poor. The manufacture representative tried to decouple/couple the pp with the ins, took out the batteries and the antenna then and start all over again and checked the implant location for fluid, the hospital states that the ins is implanted close to the skin. It was also noted that an additional programmer was used but they were still unable to charge it. No further complications were reported/anticipated.